Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: complaint description equipment in an isolation room. Medication was the only sedation medication running, so very important. Pump was initially just making clicking noises then stopped and alarmed drive blocked. Needed to get staff to bring another pump to use, reprime all new tubing and discard medication left in bottle as large air bubble in this tubing. No injury reported.